Event description:
The customer reported that an 840 ventilator had a blank screen while in use on a pt, the pt was placed on a second ventilator. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4).